Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced low blood glucose (bg) of 44mg/dl, cause was unknown. Carbohydrates and glucose tablets were consumed to treat bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.